Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extraction of a 4-year-old leadless pacemaker with a tine-based fixation rhythm case reports. 2019; 5(8):424-425. 10.1016/j.hrcr.2019.05.002. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless pacemaker. The authors discussed a case where four years post implant the device was removed, and it was noted a ¿tissue cast was left in place.¿ the device did not appear to be encapsulated and it could not be ruled out the ¿cast¿ seen on the echocardiogram was a torn ventricular muscle. Additionally, the degree of encapsulation could not be predicted. The disposition of the device is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.